Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event of balloon material rupture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered cause not established. As the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established.

Event description:
Reportable based on the device analysis completed on (B)(6) 2026 (B)(6). It was reported that the rotawire got kinked. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A rotawire 330cm gw(5pk) flop was selected for use. During the procedure, the rotawire got kinked while loading the burr. The procedure was completed with another device. There were no patient complications and the patient was stable after the procedure. However, device analysis showed that a portion of the guidewire was noted to be detached.